Manufacturer narrative:
(B)(4). Method: the three subject rt380 breathing circuits were not returned to fisher & paykel (f&p) healthcare as they were disposed by the healthcare facility. The healthcare facility returned six rt380 breathing circuits with the same lot number. Results: review of the photographs of the subject devices confirmed presence of cracked collar at the expiratory limb. Visual inspection of the returned breathing circuits identified no visual damage. Leak testing confirmed that all the returned breathing circuits were within specification. Conclusion: without the return of the subject devices, we are unable to confirm the cause of the reported fault. The investigation of the returned devices from the same lot number confirmed that the breathing circuits were within specification. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Check all connections are tight before use." "Visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged."

Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative that three rt380 adult dual-heated evaqua2 breathing circuits were found leaking gas during patient use. The healthcare facility identified a crack on the expiratory limb collars of the three rt380 breathing circuits. The healthcare facility reported that "some patients have desaturated". F&p healthcare requested additional information regarding the events and the patient condition, however the healthcare facility reported that the requested information was not available.

Manufacturer narrative:
(B)(6). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative that three rt380 adult dual-heated evaqua2 breathing circuits were found leaking gas during patient use. The healthcare facility identified a crack on the expiratory limb collars of the three rt380 breathing circuits. The healthcare facility reported that "some patients have desaturated". F&p healthcare requested additional information regarding the events and the patient condition, however the healthcare facility reported that the requested information was not available.